Event description:
The patient presented in clinic following inappropriate defibrillation therapy. During an unrelated procedure, damage was found on the lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece. Visual inspection of the lead portion found external abrasion breaching the ring electrode, right ventricle, superior vena cava, and inner coil lumen of the lead with the optim sheath missing in the region. The etfe coatings on both superior vena cava cables were found abraded and the cables were abraded through. The etfe coating on one right ventricle cable was abraded through and the cable was melted and separated. The ptfe liner and the inner coil was found abraded. The cause of the reported events was isolated to external abrasion caused by friction to the device can. Other noted damage is consistent with procedural damage.